Manufacturer narrative:
This report is filed on june 06, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [82341-device analysis report.pdf]

Manufacturer narrative:
This report is submitted on may 10, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient experienced a performance decrement with device use; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2017, and the patient was reimplanted with another cochlear device during the same surgery.